Manufacturer narrative:
(B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The date of procedure was (B)(6) 2014 and study leg was the left leg. The adverse event involved the study limb, which was specifically manifested as involving the study vessels,the study lesion and the patient had clinical symptoms. The investigators assessed the category of this event as occlusion or restenosis. Because it was atherosclerosis that led to stent stenosis, the investigator thought the event was related to the study device and study procedure. The patient's treatment physician performed intravascular percutaneous treatment(bare stent) on the patient. The patient recovered and was discharged on (B)(6) 2016 as of (B)(6) 2023, the patient is still alive.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
(B)(4). This file was created from pmcf study to capture occlusion/restenosis. Device evaluation: the ziv6-35-125-5.0-60-ptx-ci device of c1010055 lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all zilver ptx drug-eluting peripheral stent devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for ziv6-35-125-5.0-60-ptx-ci of lot number c1010055 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: it should be noted that restenosis of the stented artery and occlusion are listed as a known potential adverse events within the instructions for use (ifu0063). There is no evidence to suggest the user did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing/underlying conditions. Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Occlusion is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by obstruction to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary: according to the initial reporter, the patient experienced occlusion/restenosis confirmed quantity of 1 device, confirmed used. Patient outcome, as per information provided 'the patient's treatment physician performed intravascular percutaneous treatment(bare stent) on the patient. The patient recovered and was discharged on (B)(6) 2016 as of (B)(6) 2023, the patient is still alive.' Investigation findings conclude that a possible root cause could be attributed to patient pre-existing/underlying conditions. Restenosis of the stented artery and occlusion are listed as a known potential adverse events within the instructions for use. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.